Event description:
This is a spontaneous case report received from a (B)(6) female consumer in (B)(6) on 02-aug-2016 who had essure (fallopian tube occlusion insert) placed on (B)(6) 2014 for sterilization (lot number c12708).she reported that, on (B)(6) 2014, she underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment, she developed several physical complaints. In the meantime ((B)(6) 2016) consumer has had follow-up treatments and the xenobiotic material has been removed because of the complaints consumer is being impeded in her normal daily functioning and is suffering from injury. The consumer hold bayer liable for the damage caused. Company causality comment: this non-medically confirmed spontaneous case report is considered a potential legal case. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, this case was regarded as incident. Further information and product technical analysis are being sought.

Manufacturer narrative:
Follow-up received on 19-aug-2016. Quality-safety evaluation of ptc: (B)(4). No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Company causality comment: this non-medically confirmed spontaneous case report is considered a potential legal case. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is being sought.

Manufacturer narrative:
This spontaneous case was initially reported by a consumer and the most recent information was received via regulatory authority dutch health care inspectorate (igz) (reference number: (B)(4)) and describes the occurrence of abdominal pain lower ("cramps") in a (B)(6) year-old female patient who had essure (batch no. C12708) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), palpitations ("palpitations shortly after insertion"), alopecia ("hair loss"), incontinence ("incontinence"), fatigue ("tiredness"), blindness ("loss of vision"), tooth disorder ("dental problems"), rheumatic disorder ("rheumatic complaints"), myalgia ("muscle aches"), amnesia ("memory loss"), sleep disorder ("sleep disorder"), night sweats ("night sweats"), migraine ("migraine attacks") and varicose vein ("varicose veins"). The patient was treated with surgery (essure has been removed on (B)(6) 2016 including fallopian tubes and uterus). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, palpitations, alopecia, incontinence, fatigue, blindness, tooth disorder, rheumatic disorder, myalgia, amnesia, sleep disorder, night sweats, migraine and varicose vein outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, amnesia, blindness, fatigue, incontinence, migraine, myalgia, night sweats, palpitations, rheumatic disorder, sleep disorder, tooth disorder and varicose vein with essure. The reporter commented: the consumer hold bayer liable for the damage caused. Also the solution for loss of vision was reported as optician, new glasses, and also it was informed that the complaints have since been reduced. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 1-sep-2017 for the following meddra preferred term: abdominal pain lower: the analysis in the global safety database revealed 458 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 31-aug-2017: reporter information was updated and a new reporter was added. Also the event "xenobiotic material has been removed" was deleted, and events "palpitations shortly after insertion", "hair loss", "incontinence", "tiredness", "loss of vision", "dental problems", "rheumatic complaints", "muscle aches", "cramps", "memory loss", "sleep disorder", "night sweats", "migraine attacks", and "varicose veins" were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 04-nov-2016: no consent was received from consumer. (B)(4). Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-nov-2016 for the following meddra preferred terms: medical device removal: the analysis in the global safety database revealed 439 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed spontaneous case report is considered a potential legal case. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No consent from consumer was received. Therefore, no further information can be obtained.